Manufacturer narrative:
Mentor evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female patient underwent a breast augmentation revision surgery with 225cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast and baker grade ii capsular contracture of the right breast, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with 450cc mentor memorygel boost breast implants on (B)(6) 2023. During the removal surgery, it was discovered that the patient¿s left prosthesis was ruptured. There were no surgical delays or patient consequences reported due to the rupture discovered during the revision surgery. This report is for the right implant. Refer to manufacturing report number 1645337-2023-09464 for the contralateral event.